Event description:
It was reported that the implantable pulse generator (ipg) device experienced an electrical reset. The reset was clear and the device parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).